Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
Angiographic imaging was reviewed by the clinical events committee (cec) and slow flow resulting in periprocedural myocardial infarction was observed. The cec suspected that orbital atherectomy was possibly related to the adverse patient effects. The site did not report device malfunction oradverse events.

Event description:
Angiographic imaging was reviewed by the clinical events committee (cec) and slow flow resulting in periprocedural myocardial infarction was observed. The cec suspected that orbital atherectomy was possibly related to the adverse patient effects. The site did not report device malfunction oradverse events.

Manufacturer narrative:
Additional information: d4, h4, h6, h11. The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported patient myocardial infarction, obstruction/occlusion and serious injury appears to be related to operational context. In this case it is possible that the reported patient myocardial infarction, obstruction/occlusion and serious injury are a result of the patient¿s disease severity combined and/or use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.